Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred upon initiation of a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow up with a patient care technician (pct) from the facility. The blood leak was reportedly visible in the dialysate compartment of the device, and in the drain line. The machine, a fresenius 2008t, alarmed with a blood leak alert. Fresenius bloodlines were also being used. Blood test strips were used to test for the presence of blood, and they tested positive. There was no visible damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was returned with ogden adapter caps and blood port caps attached, and blood contamination was present throughout the device. During the gross visual examination, a delamination was noted on the non-cavity ID end and extended from approximately 300 degrees to 90 degrees (with the dialysate ports situated at 0 degrees). No other damage or irregularities were noted on the returned sample. The sample was not subjected to a laboratory leak test as a delamination is known to alter the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.